Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use, during initial drain. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting. The tsr explained the alarms and the hp revealed that they pressed go starting initial drain and they were not connected. The hp then reconnected to the setup trying to start, and then called baxter for assistance. The tsr explained to discard all the supplies and to report to their peritoneal dialysis registered nurse (pd rn) in the morning. The hp would finish manually. Baxter product surveillance contacted the home patient (hp) on (B)(6) 2012 regarding reported problem. The hp stated they did not know what to do when they received their alarm, so they called their nurse before they called baxter. The hp stated that the nurse was the one that advised them to call baxter. The hp stated that they took all the supplies down and redid the setup with new supplies, and they were able to continue therapy fine. The hp stated that the nurse reviewed the setup with them the next day to insure everything was okay. The hp stated they even had to do a follow- up check up with their doctor to rule out infection; the hp stated everything is good and they do not have infections or symptoms that could hinder therapy. The hp stated therapy overall is going well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) occurred during initial drain is confirmed because the patient reported pressing go prior to connecting himself, which is a use error that can cause system error 2240 alarms. The home patient (hp) stated they pressed go starting initial drain and they were not connected. The label review found the patient at home guide to be adequate for the use error in this incident.